Event description:
It was reported that in preparation for a percutaneous transluminal coronary angioplasty procedure, stent damage was found. It was reported that "stent struts are deformed." This occurred outside of the patient, and no patient contact occurred. Patient status was reported as 'okay.'

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received, and damage was observed on the stent. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Visual and microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the formation of the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records for this batch have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered handling damage.